Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown saline mentor implants responded to a social media post by stating that she experienced several unexplained systemic symptoms post procedure. The patient stated to have had the symptoms for over ten years. The implant date is not known. The patient did not specify the nature of the symptoms. The patient had the devices explanted in (B)(6) 2019 and has stated to be 70% better since explantation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-18695 for contralateral prosthesis report.